Manufacturer narrative:
.

Event description:
On (B)(6) 2014, it was reported that the patient was in the emergency room seizing. The physician had no additional information as the patient was still in the hospital and does not have privileges at that hospital in order to obtain further information.